Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose was 508 mg/dl at the time of incident. The current blood glucose was 346 mg/dl. The customer experienced symptoms such as nausea. The customer was treated with syringe. The product will not be returned for analysis.